Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, the rv pacing impedance measured 2185 ohms and was out of range high for over a year. Analysis of the device memory indicated the rv lead integrity alert. The rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated oversensing associated with the rv lead. Beginning (B)(6) 2016, the non-sustained ventricular tachycardia episodes had evidence of lead noise oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high pacing impedance on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.